Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the 15mm connector dislodged on an adult ICU patient while intubated. The et tube was not removed from the patient, however the end user had to manually hold the 15mm connector to tube and circuit to prevent it from dislodging again. No patient harm was reported.